Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was receiving dilaudid and morphine (both at unknown doses and concentrations) via an implantable infusion pump for failed back surgery syndrome and spinal pain. It was reported on (B)(6) 2017 that it was stated the patient had told the doctors since implant the pump was not working. It was stated the patient originally had dilaudid (dose and concentration unknown) and the doctor thought the problem was the medication so the doctor took out the dilaudid and put in morphine (dose and concentration unknown). The change in medication did not help the patient. The patient was to have surgery to remove the pump but the patient cancelled the surgery. The surgery was also not rescheduled. It was stated the patient needed to find a doctor in their area that could help them with their pump. It was stated the patient wants the pump removed but they are not able to for a long time.

Manufacturer narrative:
Updated to incorporate the information received on 2017-jan-11. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a manufacturer¿s representative on (B)(6) 2017. It was reported that the patient¿s pump was likely to be turned off on that date and would be explanted at a later unknown date.